Manufacturer narrative:
The reported event of wire coming out from the electrode of the lead was confirmed. As received, a complete lead was returned in one piece. The guidewire insertion test could not be performed due to the inner coil damage in the s-curve region. The reported event was isolated to damaged inner coil consistent with procedure damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician introduced the left ventricular lead over the guidewire, the guidewire pierced the electrode. The lead was removed and replaced. The patient was in stable condition.